Event description:
The customer reported that the device coincidence alarms did not ring. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6). Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
Philips received a complaint on the avalon fetal monitor, indicating that alarms were not sounding. There was no injury or adverse event to patient. Salesforce notes has information stating that the device is functioning properly. Operational testing also confirmed that the device is working properly. And the device has passed functional testing. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after the fse checked the device and confirmed that the device is working as designed. The customer was informed that there is no tone alarm on coincidence alarms. If additional information is received the complaint file will be reopened.